Manufacturer narrative:
B5: describe event or problem - additional information h2 type of follow up: additional information

Event description:
Subsequent to the initial MDR, additional information has been provided. On (B)(6) 2025, the patient consulted a surgeon who successfully removed the sensor wire from the skin and the patient mentioned she has a follow-up appointment on monday 09/22 to have the stitches removed. The surgeon prescribed a three-day course of oral pain medication (hydrocodone and acetaminophen). The patient reported feeling stressed but stated that overall, she is doing well. The swelling at the insertion site had already started to subside and in the healing stage. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, upon sensor removal, the wire was missing from the sensor pod. She checked to see if the wire was stuck in the wearable hole, but it was not there. Concerned, the patient called her endocrinologist and waited 30 minutes but did not receive a response. As a result, she went to the urgent care clinic. At the urgent care, the doctor informed her that he couldn¿t do anything and advised her to go to the emergency room (ER). At the ER, an x-ray was performed which showed evidence the sensor wire was retained under the skin. The doctor attempted to remove it by making an incision but, after 20 minutes, was unable to locate the wire because it was too deep. The doctor was not comfortable proceeding further with the removal and closed the incision with 8 stitches and referred the patient to a specialist for surgical removal. The patient was discharged home with a prescription for oral antibiotic medication (doxycycline, unspecified dosage), along with otc oral benadryl. At the time of the report, the patient indicated she would arrange a surgical appointment; however, it had not taken place yet. There was still redness, swelling, and itching present at the insertion site. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.